Manufacturer narrative:
The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that the procedure was performed to treat a de novo mildly tortuous proximal left anterior descending artery that was 99% stenosed. A 3.0x33mm xience prime stent was deployed at 10 atmospheres (atm) then a 3.5x33mm xience prime stent was deployed at 10 atm overlapping the proximal end. Post dilatation was done and as timi 3 flow was achieved, the procedure was then complete. While in the intensive care unit 20 minutes after the procedure, the patient developed ventricular fibrillation which was treated with direct current shock. The patient was stable. Three hours later the patient developed ventricular fibrillation again. Direct current shock and cardiopulmonary resuscitation was done but the patient died. In the physician¿s opinion, the xience prime stents did not cause or contribute to the death. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The reported patient effects of death and ventricular fibrillation are listed in the xience prime, xience prime sv and xience prime ll everolimus eluting coronary stent systems instructions for use, as known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.